Manufacturer narrative:
The product was returned to zoll corporation for evaluation. The device logs confirmed that a shock was delivered on (B)(6) 2025, at 13:17:21. The customer reported selecting 200 j, but the device delivered 312 j. Review of the activity log showed a large impedance mismatch, 73.5 ohms at the patient versus 123.0 ohms at the defibrillator, indicating poor coupling between the pads and the patient. The device is designed to adjust output based on impedance. High impedance can cause delivery of higher energy than selected. Poor coupling can result from factors such as inadequate skin preparation, moisture, air gaps, or hair under the pads. The r series operator's guide cautions that poor adherence or air under electrodes can lead to arcing and skin burns, consistent with the user's observation of a skin reaction. Testing of the returned unit and accessories did not reproduce the reported issue. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a 85-year-old male patient, the device's defib output was out of specification and the patient experienced a skin reaction. Complainant indicated that the patient experienced burns.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.